Manufacturer narrative:
Correction for device common name and manufacturer name. This report is submitted on october 21, 2019, by cochlear limited.

Event description:
Correction: common device name: cochlear osia osi100 implant.

Manufacturer narrative:
This report is submitted on august 21, 2019.

Event description:
Per the clinic, the patient experienced skin breakdown on (B)(6) 2019. Subsequently, the patient underwent revision surgery on (B)(6) 2019 in order to close the skin. Reportedly, the surgery was successfully, the implanted device remains with normal intra-operative test measurements. The patient was treated with antibiotics (type not reported).